Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the surgeon was burned by electricity on his hand while activating his monopolar pencil on a metal clamp for coagulation purposes. There was possibility of electrical arcing. However, surgeon continued the procedure, and there were no further incidents with the same scalpel. Cream was applied on the burned site.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the surgeon was burned by electricity on his hand while activating his monopolar pencil on a metal clamp for coagulation purposes. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: warning: some surgeons may elect to 'buzz the hemostat' during surgical procedures. It is not recommended, and the hazards of such a practice probably cannot be eliminated. Burns to the hand are possible. The labeling recommends risk mitigation strategies such as using the cut mode instead of coagulation at the lowest possible power setting to reduce voltage, and activating the energy platform only after the instrument is in contact with the hemostat to prevent arcing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.